Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The media reporter alleged that patient swallowed the pillcam in (B)(6) of this year, hoping it would help them get to the root cause of a chronic gastrointestinal illness that has for years evaded a firm diagnosis. Unfortunately, a few hours after it was swallowed, the camera became stuck in their small intestine. Before swallowing the pillcam, patient was aware that the camera getting stuck was a risk, but was still understandably surprised when it became lodged inside of their body. They have a surgery scheduled to remove the capsule, but as it stands, the pillcam has been in their body for nearly 100 days.